Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: non-reactive pupil, significant glare and/or halos, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting, with glare/halos, blurred vision and pupil enlargement. The lens was exchanged with a shorter length lens and the problem was resolved. The cause of the event was reported as "other, sizing".